Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited potential far-field oversensing during atrial tachy response mode switches. The crt-d remains in service and no adverse patient effects were reported.